Event description:
It was reported that the relion insulin syringes experienced foreign matter in fluid path. The following information was provided by the initial reporter: pet owner reported when she pushes on plunger rod prior to drawing insulin, liquid comes out of the barrel onto the needle.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 22-mar-2023. H6: investigation summary: customer returned (27) 0.3ml 31g 8mm syringes loose in a clear ziploc bag. It was reported that liquid comes out of the barrel onto the needle. All the return samples were tested, and small clear droplet of material came out of the cannula from 18 syringes. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely silicone. A review of the device history record was completed for batch # 2290537 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Embecta was able to confirm the foreign material as silicone. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the relion insulin syringes experienced foreign matter in fluid path. The following information was provided by the initial reporter: pet owner reported when she pushes on plunger rod prior to drawing insulin, liquid comes out of the barrel onto the needle.